Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred during bolus delivery. The customer's blood glucose level was 189mg/dl. Customer was able to load a new cartridge to resolve the issue. In addition, it was reported that the customer received a minimum fill notification after filling the cartridge with 340 units of insulin. Customer loaded a new cartridge to resolve the issue.